Manufacturer narrative:
(B)(4).the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.(B)(4)

Event description:
(B)(4). The hospital reported vasoview hemopro tip was fractured. A replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(4): tip was fractured. Unclear if it was noticed before use or during use at this point.

Manufacturer narrative:
On 04/07/2016 02:27 pm (gmt-4:00) added by (B)(6): updated sections in report. (B)(4) a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood was observed. Tissue and charred material was observed on the jaws. The silicone insulation on the cold jaw was slightly peeled and cracked at the tip of the cold jaw but remained attached at the base of the jaw. Based on the condition of the device as found, the reported complaint was confirmed for peeled jaw. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
On 02/11/2016 05:48 pm (gmt-5:00) added by (B)(6): the hospital reported vasoview hemopro tip was fractured. A replacement device was used to complete the procedure. The hospital did not report any patient effects. On 02/11/2016 02:56 pm (gmt-5:00) added by (B)(6): tip was fractured. Unclear if it was noticed before use or during use at this point.